Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported "downstream occlusion" alarm was confirmed (through the history log) but not reproduced during evaluation. Evaluation found the downstream sensor current reading to be out of specification (high). This elevated signal level caused the downstream occlusion alarm. The downstream tubing guide was replaced to correct this condition.